Manufacturer narrative:
Based on the claim against the product by the customer noting the endoscope flipped when it was installed, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Field service engineer (fse) advised the customer on proper endoscope usage. System has been verified and is ready for use. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The root cause of the alleged the endoscope flipped when it was installed cannot be determined based on the information provided and phone support details. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure that the 30 degree endoscope flipped when it was installed. The clinical sales representative (csr) stated that the surgeon had to flip the 30 degree endoscope again to get it to orient properly. The intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the logs and found no related issues. The tse asked if when the staff removed the endoscope to clean it, if they are flipping the orientation or canceling the guided tool change during the removal and reinstallation. The csr stated no. The csr stated no faults or messages appeared on the screen when the issue happened. The procedure was completed with no reports of patient injury.